Event description:
Additional information received indicated that the patient presented to the hospital. A device interrogation discovered that the patient's implantable cardioverter defibrillator (ICD) failed to provide shock when the patient went into ventricular tachycardia. The patient self-converted back to sinus rhythm. Programming changes were made. The patient was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to provide shock when the patient went into tachycardia. Additional information was requested and not received.